Event description:
It was reported that the pump triggered an altitude alarm, causing suspension of insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the customer to clean the speaker holes and remove the cartridge, which resolved the issue after the pump resumed normal operation. Additional tips were given to prevent future altitude alarms.